Event description:
It was reported by the consumer that post implant a realize band, the band eroded into the stomach. Consumer reports having one fill per month. During a routine fill in (B)(6) 2010, there was an infection at the port site. The patient was given antibiotics. The week of (B)(6), 2010, the port site became swollen and inflamed and burst open. There was drainage and swelling at the site. Consumer reports taking ceflexin 500mg. An endoscopy was done on (B)(6), 2010. The surgeon noticed that there was erosion and the stomach had absorbed the band and it was embedded and the port was eroded. Three attempts have been made to obtain additional information. If additional information becomes available, a 3500 a supplemental report will be sent.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.